Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak occurring above the liquid waste bottles on board of their unicel dxi 800 access immunoassay system. The customer reported no one was exposed to or injured by the leak and that at least one liter of fluid had leaked. No patient results were generated in this event. There is no report of injury to the user.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse determined the liquid waste peri-pump tubing had split and was the cause of the leak. The fse replaced the liquid waster peri-pump tubing and decontaminated the area where the spill had occurred. Hardware is the root cause for this event. (B)(4).